Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter limbs allegedly did not fully expand resulting in a filter tilt. It was further reported that multiple attempts with several snare devices were made to capture and retrieve the filter. Upon removal of the filter, it was identified that one of the filter limbs allegedly detached. Fluoroscopic images of the chest and abdomen were obtained and the filter limb was located in the upper lobe of the pulmonary artery branch. It was reported that under guided fluoroscopy, the filter and filter limb were captured and retrieved. Reportedly, another vena cava filter was deployed. There was no reported injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. Six legs and five arms were present and intact. The detached arm was returned. Therefore, the investigation can be confirmed for a detached filter limb. However, the investigation is inconclusive for tilted filter, failure to expand, and removal difficulties. Per the reported event description the filter hook was difficult to capture as the filter was tilted. This most likely contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient code - (B)(4).

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter limbs allegedly did not fully expand resulting in a filter tilt. It was further reported that multiple attempts with several snare devices were made to capture and retrieve the filter. Upon removal of the filter, it was identified that one of the filter limbs allegedly detached. Fluoroscopic images of the chest and abdomen were obtained and the filter limb was located in the upper lobe of the pulmonary artery branch. It was reported that under guided fluoroscopy, the filter and filter limb were captured and retrieved. Reportedly, another vena cava filter was deployed. There was no reported injury.